Manufacturer narrative:
Pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that they had to hold the down button firmly during priming and no delivery alarms. Customer also reported that rewind was failed. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.